Event description:
Facility reports that the lift actuator bent causing resident to fall and hit head on the left base leg of the lift. Laceration to left eyebrow and forehead.

Manufacturer narrative:
Retrospective review. This event has been determined to be reportable. Local distributor found that an incorrect actuator had been attached to the lift. This longer actuator allowed the lift to extend approx 4" higher than lift is designed for. This caused the actuator to bend against the lift arm and bend while under load. The distributor ordered and retrofitted the lift with the correct actuator. The lift is now back in service at the facility.